Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-20240716165317 (patient identifier: (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had issues from time to time, after starting with endoeye hdii connected, error e216 appears and there was no image (black screen). There were no reports of patient harm.